Event description:
Got a lvad installed at nebraska medicine. After surgery while in recovery, started bleeding profusely on inside. Rushed back into surgery and corrected after severe blood loss. Left with pain in outer thighs, thumbs, index finger and both feet.